Manufacturer narrative:
Customer reported performing volume verification in 2008. Volume verification failed for position 10 (100ul: spec 95-105ml, actual = 92.9). Customer continued to use instrument until about one month later, when they identified failure. Customer did not request service activity. The customer reviewed their logs and noted that the same instrument passed volume verification on two separate occasions, following the failure (monthly maintenance performed in 2008, and volume verification performed at about two days later, following identification of the failure). The customer reviewed their testing following the failure (about one month prior), and noted that all testing had valid assay controls and external run controls (erc). All runs met validity criteria.